Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and no issue was noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with 1.2 mmicron filter mirafilter was leaking from an unspecified location. The leak was discovered while priming the set prior to patient use. There was no patient involvement. No additional information is available.